Manufacturer narrative:
An attempt to reproduce the reported event with minimed mobile app (software version 2.2.1) installed on xiaomi 12 (android 12) with mmt-1880 770g pump (software version 5.2a) was conducted and confirmed the issue was not reproduced. An attempt to reproduce the reported event using minimed mobile app (software version 2.2.1) installed on samsung galaxy a71 (android 11) with mmt-1885 780g pump (software ver. 6.23v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification. After conducting a thorough investigation, we have found that the reason for connectivity problems is the unfinished bonding procedure. We can see bonding appears to have failed due to 30 seconds timeout which appears to be caused by the user not confirming the pairing on the system dialog which appears twice. On some android devices 2 confirmation notifications will be present on the device screen for about 5 seconds and after that period system will hide notification. But it can still can be found in the notifications shade by swiping down from the to of the screen. User has 30 seconds in total to confirm 2 notification prompts. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: - ensure both pairing prompts are accepted. - resetting network settings. - clearing data of the bluetooth app. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced loss of communication between pump and the mobile application. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown if the customer will continue or discontinue use of the device and the product will not be returned for failure analysis.